Event description:
The patient underwent a dual chamber pacemaker placement 3 years ago for sick sinus syndrome with syncope. He has likely multifactorial cardiomyopathy due to coronary artery disease, probable prior inferior wall myocardial infarction, and likely with contribution from dyssynchrony related to chronic right ventricular pacing. In addition, he has a non-functioning right atrial lead with atrial-ventricular dyssynchrony. The dual chamber pacemaker was upgrade to biventricular ICD. Right ventricular (rv) lead and generator removed for upgrade. Right atrial (ra) lead removed because it was non-functioning. It did not capture or sense. The cause is unknown. The patient was discharged home the next day with no issues.